Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.